Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; serial#: (B)(6); product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from another regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that interstm x electrode 3 was unable to be read by the receiver after implantation. They changed to a new one, and the same error was showing, and they decided to close and tested it again after the incision site was closed. And claimed it was working after.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a other regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that interstm x electrode 3 was unable to be read by the receiver after implantation. They changed to a new one, and the same error was showing, and they decided to close and tested it again after the incision site was closed. And claimed it was working after.